Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous distal right coronary artery. The 3.00x8mm nc quantum apex mr balloon was to be used for dilatation of the lesion, the balloon was inflated and ruptured at 8 atms. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous distal right coronary artery. The 3.00x8mm nc quantum apex mr balloon was to be used for dilatation of the lesion, the balloon was inflated and ruptured at 8 atms. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received. Magnified inspection revealed a longitudinal tear in the balloon wall from the mid-section to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).